Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open, bleeding wounds on their sides from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s medical staff applied triamcinolone acetonide ointment to the skin irritation. The patient¿s wound care doctor applied a cream and bandages to the wounds. Outcome of the irritation is unknown.